Event description:
It was reported that during a cardiac ablation procedure, the wire would not freely move in and out of the catheter, making manipulation difficult. The catheter was replaced. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012715321 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter identification and ablation was performed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanism was carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanisms was carried out. The slide control function stuck due to electrode wires entangled. Catheter to a test guidewire evaluation was carried out. The test lab guidewire was inserted into the catheter without any resistance, and the connection was secure at luer. The reported "catheter/guidewire compatibility" issue was not observed/reproduced with the returned catheter. Electrical continuity and hipot verification were performed. Electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the array segment, no anomalies were identified. During inspection of the shaft segment, entangled electrode wires were observed. No anomalies were identified during inspection of the handle segment sub-assembly. In conclusion, the reported catheter/guidewire compatibility and deflection/steering issues were not observed. The catheter failed the return product inspection due to entangled electrode wires observed at the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.